Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a procedure the battery housing broke off. The procedure was completed successfully, there were no adverse consequences, medical intervention or procedural delays.

Event description:
It was reported that during a procedure the battery housing broke off. The procedure was completed successfully, there were no adverse consequences, medical intervention or procedural delays.